Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed electrode-end damaged/defective allegation. Visual inspection noted drug collar torn through with gouge marks on electrode tip, likely induced damage during surgery procedure. The unintended use error was based on the analysis finding of induced damage. The observe damage is not deemed to indicated a product defect or malfunction.

Event description:
It was reported that this lead was not successfully implanted due to lead incurred damage on the electrode end during the procedure. The lead was never in service. No adverse patient effects reported.